Manufacturer narrative:
The device involved in this incident was returned to the MFR for evaluation, they did not believe that the problem which occurred was their responsibility to answer. The catheter was returned to us again and then forwarded to the other MFR that placed the cuff material and the female luer on the catheter. The following was their response: inspection of the separation points under 10x magnification confirmed the catheter appeared to be ripped at the cuff and cut further distal on the lumen. 5 production lots were ientified from 10/6/1994 to 5/3/1995. The supplier of the silicone catheter subassembly was contacted. Incoming inspection records of the catheter subassembly were reviewed. Production processes were reviewed. Final inspection records were reviewed. Catheter subassemblies are 100% leak-tested by the supplier. MFR accepts the catheter subassemblies on certification and also performs visual and dimensional incoming inspections. Incoming and final inspection records show no findings of torn or cut catheter subassemblies. No sharp objects are used in the processing of these devices by the MFR. The extent of the damage to this catheter, and the appearance of the breaks strongly suggest considerable tensile force (adjacent to the cuff) was exerted on the catheter, and some sort of slicing action (distal to the cuff) was applied to the catheter.